Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. Upon eval, it was discovered that the power brick was defective. The root cause of the defective power brick cannot be positively identified. No adverse event resulted from the defective power brick.

Event description:
A review of service data detected a reportable event. During servicing, charger/modem sn (B)(4) was unable to power on. The latest pt to use this charger/modem did not report any deficiencies.